Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the text on the display screen was dim and discolored. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Unrelated to the display complaint, the resistance on the force sensor was out of specifications. A force sensor calibration test revealed the sensor was out of calibration. Contamination was found on the force sensor when the pump was opened. The pump failed to recognize the cartridge during the load step. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.